Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, an e226 scope communication error and temporarily image disappearance due to fluid invasion in charged coupled device (ccd) unit were noted. The focus and zoom buttons were unresponsive due to unresponsive ccd unit and flexible printed circuit corrosion. In addition, cable unit and control body leakage, cable unit cuts , internal metal exposed, and coupler unit corrosion were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the hd 3cmos autoclavable camera head noisy image occurs when the cable is bend around the camera head. During a standard service inspection of the customer returned device, an e226 error and temporarily image disappearance was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope displayed a communication error, e226, and there was a temporary loss of image. The temporary loss of image was due to fluid invasion in the charge-coupled device (ccd) unit, which caused the ccd unit to become corroded. It¿s likely that the fluid invasion was due to cuts on the cable. The root cause of the cuts on the cable was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem occurred during a laparoscopy procedure and a similar device was used to complete the operation.